Manufacturer narrative:
Concomitant medical products: product ID: 7428, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0222691v, implanted: (B)(6) 2003, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 3387-40, lot# j0235499v, implanted: (B)(6) 2003, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).

Event description:
It was reported the patient somehow messed up her settings with her deep brain stimulation (dbs) therapy. The patient thought because the buttons were close together on the patient programmer (pp) she might have hit the increase/decrease button accidentally. She thought this problem started about a month ago. It was hard for the patient to tell if her stimulation was too high or too low because she experienced most of her tremors in her head versus the left or right side of her body. It was also reported the patient could feel a shocking electrical type feeling if she turned stimulation up too high. It was noted this only happened when she increased too much. It was confirmed the patient could decrease stimulation and this symptom would go away. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to mfg report # 3004209178-2014-00180.